Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the physician specialist the patient developed rashes, irritation and severe itching at the site due to the pod adhesive. Testing was performed and confirmed the patient has a contact allergy to dipropylene glycol diacrylate which was identified in the omnipod adhesive through chemical analyses. The pod was discarded.